Event description:
Reporter states the pt tested approx 5.0 inr on the coaguchek s system and 2.8 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect system; however, product was not returned for evaluation.

Manufacturer narrative:
Event occurred in another country.